Event description:
As reported by our edwards affiliates in china, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 23mm sapien 3 valve via transfemoral approach, the operator failed to withdraw the flex catheter in a timely manner during valve deployment. As a result, the pacing captured the inflated balloon, causing the valve to shift into the left ventricular outflow tract (lvot). The patient was subsequently transferred to the surgical department, where a thoracotomy was performed to remove the transcatheter valve and implant a mechanical valve. The patient remained stable following the procedure. Patient demographics were not obtained.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (loss of pacing) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction h6; device code, type of investigation, investigation findings, investigation conclusion. Correction to h11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed due to unavailability of applicable imagery for evaluation. The presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, after the valve deployment, the flex catheter was not removed in time, so pacing captured the inflated balloon and the valve embolized into the left ventricle outflow tract. In this case, provided information indicated that the flex catheter was not removed in time after valve deployment. Per the training manual, "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker" and "check to ensure: flex tip is on the triple marker". If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to inflation balloon movement toward ventricular during the balloon inflation or valve deployment, which may result in valve embolization into ventricle as reported in this case. Available information suggests that use error (flex catheter not retracted in time after deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.